Manufacturer narrative:
The report of driveline disconnects, red heart alarms and pump stoppages while the system was connected to the power module patient cable was confirmed based on the evaluation of the submitted system controller log file. Although the cause for these events could not be conclusively determined, based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the percutaneous lead (lead). However, suspected percutaneous lead wire damage could not be confirmed based on the evaluation of the returned lead. Following a distal end repair, approximately 17.5 inches of the external portion/distal end of the percutaneous lead was returned and evaluated. The lead was tested for electrical continuity prior to removing the bionate layer, and it did not reveal any discontinuity or shorts. Furthermore, the lead was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. No damage that would have caused red heart alarms was identified. The explanted pump was returned assembled with the percutaneous lead severed less than 1 inch from the pump housing. An additional 27 inch portion of the severed external lead was also returned. The sealed inflow conduit, the sealed outflow graft, the bend relief, and the bend relief collar were not returned. The lead was not returned in its entirety. Upon disassembly of the returned pump, examination of the pump blood contacting surfaces revealed no depositions. The percutaneous lead sections were tested for electrical continuity prior to removing the bionate layer, and they did not reveal any discontinuity or shorts. Furthermore, the percutaneous lead sections were submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. No damage that would have caused red heart alarms was identified. The evaluation of the percutaneous lead sections could not confirm the location of the suspected wire issue. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. A review of the device history records showed no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 3 months. The pump is expected to be returned for evaluation, but has not yet been received. The replaced portion of the percutaneous lead has been returned, but the evaluation is not yet complete. The patient remains ongoing on lvad support with the replacement device. No further issues have been reported. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. On 12/01/2016, it was reported that the lvad system produced red heart and driveline disconnect alarms while connected to the power module, and occasionally when moving around while connected to batteries. The manufacturer¿s technical services representative reviewed the log file and confirmed the pump stoppage events. A percutaneous lead (driveline) replacement was performed; however, the alarms reoccurred after the replacement. The patient was asymptomatic. The device was replaced on (B)(6) 2016.